Event description:
It was reported that "the cvc was replaced with a guidewire. A new 5fr 13cm, 2-lumen cvc was placed. I noticed, when testing it, that air came out of the proximal lumen when aspirating ." The cvc was removed and replaced. There was no medical intervention required.

Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer indicates the condition of the patient is "fine". The actual device was not returned; however, the customer provided two photos for analysis. The complaint of an air aspiration was able to be confirmed by the photos. The photos show two syringes attached to the distal and proximal lumens after aspiration. Air bubbles can be seen in the syringe attached to the proximal lumen. No defects or anomalies are observed on the distal lumen. The air aspiration can be confirmed based on the photos, however, a complete visual inspection to determine the cause could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the cvc was replaced with a guidewire. A new 5fr 13cm, 2-lumen cvc was placed. I noticed, when testing it, that air came out of the proximal lumen when aspirating ." The cvc was removed and replaced. There was no medical intervention required. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).